Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump touchscreen was unresponsive and to resolved the issue, customer locks the screen. After filling the cartridge and tubing, pump indicated the cartridge was not successfully loaded. There were no alerts or alarms. Customer's blood glucose was 206 mg/dl. Contact declined to provide further information regarding the touchscreen issue and declined tandem technical support's offer to troubleshoot.